Manufacturer narrative:
(B)(4). A boston scientific field representative was contacted and arrived at the hospital at about 9:30 that morning to interrogate the device. After that, the patient coded twice. Last the field representative knew, the patient was intubated, but stabilized. The patient died some point over the weekend. There were no allegations against the device, rather the physician would like to see enhancements made with postshock pacing with the s-ICD, but understands the current design capabilities. Data from the device memory was reviewed by boston scientific technical services (ts). The device was programmed with a 200/220 rate cut-off in secondary configuration with a 2x gain. Impedance and battery status were normal. Only 4 episodes from may 2, 2015 were available for review. The first episode began at 3:53 am. The rhythm was biphasic, but changed to what appeared to be a torsade's rhythm and then vf. A shock was delivered and converted the rhythm. The next episode didn't record until 12:48 pm. The rhythm was irregular with variable morphology with slower rates. This changed and a wide-complex arrhythmia (possible vflutter). A shock was delivered and converted to a slower rhythm with a deep st segment. The third episode began at 12:50 pm. The rhythm was wide and irregular and appeared to 'double notch', possibly due to the pronounced st segment. Some signals were oversensed due to double detection. The rhythm then converts to ventricular tachycardia (vt), but spontaneously converts back to slower rates. Again morphologies alternating like in earlier episodes. With a widened morphology, the device then oversenses leading to a shock. The rate slows, but then widens again with oversensing and another shock. The last episode reviewed began at 12:54 pm. The rhythm was wide in complex, but not as wide as previously observed. Oversensing occurred leading to a shock, which slowed the rate again. Ts concluded that the device operated with good sensing and detection.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (sicd) had a very sick heart and was in very poor health condition. The patient presented to the emergency room following a syncopal event and hitting his head on (B)(6) 2015. Upon device interrogation, three episodes were recorded. Two of the three episodes occurred the day of the syncopal event. The first occurred in the morning, in which three shocks were delivered to convert an arrhythmia. It was noted that the shocks accelerated the arrhythmia from ventricular tachycardia (vt) to ventricular fibrillation (vf), but were detected and treated appropriately. Another episode occurred two hours later. The rhythm broke after the first shock. It was noted there was an additional episode from a couple days earlier for vt, but questioned if the rhythm broke on its own. Then double counting was observed and the device delivered a shock and broke the rhythm. The patient remained in the hospital. Then, on (B)(6) defibrillation threshold (dft) testing was performed. All attempts failed. The patient was given sotalol. Dfts were performed again on (B)(6) after the patient was treated with sotalol and were successful after the first attempt. It is unknown if the patient remained in the hospital. Additional information was received that during the evening on (B)(6), the patient had a cardiac arrest and presented to the emergency room. The device delivered a shock, which converted the rhythm. Post shock pacing was provided but the patient never returned to normal sinus rhythm and became asystolic. Hypothermic therapy was discussed as the patient's heart rates were in the 20 bpm range. The patient was then admitted to the hospital. Around 8:00 am that morning, the patient received 4 more shocks for vt, ventricular fibrillation and ventricular flutter. Rates were about 250-280 bpm.